Event description:
It was reported that, the patient pacemaker implanted on (B)(6) 2014 was explanted and recently replaced on (B)(6) 2025 due to end of life (eol). Findings via chest fluoroscopy during the new pacemaker implant procedure had showed the atrial lead and the right ventricle (rv) lead were previously capped on (B)(6) 2014 for an unknown reason. Both capped leads were not uncapped, tested and recapped by the physician during current new pacemaker implant procedure. At that time, no replacement atrial lead performed, and the rv lead was replaced. Hereby, no patient conditions were able to be reported.